Event description:
Reportedly, the balloon came part at the shealth and pieces of the balloon fell into the patient cavity (all were recovered). It took one hour to find the pieces. No other information provided.